Event description:
The husband of a pt contacted zoll lifecor customer support to report that one of her battery packs was not working properly. The husband reports that this battery will not charge and when he places this battery in the monitor it will not start up. The pt's suspect battery pack was replaced.

Manufacturer narrative:
Device eval summary - device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery not charging or starting the monitor was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.